Manufacturer narrative:
Investigation summary: a sample was sent to our quality team for investigation. Upon visual inspection, a particle in the film is observed. A 30x photo is taken and it is detected that the particle is between the layers of the film and is a supplier defect, determining that the root cause occurred in the manufacture of the film by the supplier. A supplier corrective action report is opened to the supplier to investigate this defect. A device history review was performed for lot 2205134, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue.

Event description:
It was reported that foreign matter was found in the expansion chamber of the bd phaseal¿ protector (p50 multi). The following information was provided by the initial reporter, translated from japanese: "this is a report about foreign matter in the expansion chamber of protector. According to the customer's report, a black fm was found inside the expansion chamber."

Event description:
It was reported that foreign matter was found in the expansion chamber of the bd phaseal¿ protector (p50 multi). The following information was provided by the initial reporter, translated from japanese: "this is a report about foreign matter in the expansion chamber of protector. According to the customer's report, a black fm was found inside the expansion chamber."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.